Manufacturer narrative:
The devices were returned and evaluated. It was confirmed that the microtip needlez had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture sites did not indicate a specific cause for the failure. Disassembly of the devices did not reveal any further anomalies or defects. A root cause investigation and corrective action plan are in process.

Event description:
During a procedure with the tenex system, two microtip needles separated from the rest of the hand pieces. The needles were retrieved. The procedure was completed. There were no patient complications.